Manufacturer narrative:
Spacelabs field service engineer (fse) was called on site to investigate the occurrence. The squelch condition had resolved by the time the fse arrived. The fse was not able to replicate the situation or determine what had cause it to happen. All telemetry signals were working as expected. Spacelabs fse inspected the complete telemetry system and made some adjustments to the antenna system to maximize the signal. There have been no reports of this condition reoccurring. Due to the lack of sufficient information, further investigation is not possible. This report is complete and this particular issue is considered to be closed.

Event description:
Spacelabs received a report on (B)(6) 2019 that the customer¿s telemetry went into squelch signal for approximately twenty minutes. There was no reported injury to any patient in association with this incident.